Event description:
It was reported that the lead fractured. A fracture in the lead was observed on x-ray and was visible upon removal. Lead noise was also noted. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5524m implantable pacing lead 1995 (B)(6). (B)(4). Lead not returned to manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.